Event description:
This procedure is part of definitive le: a clinically relevant embolism was reported. There was no injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the definitive le study events.